Manufacturer narrative:
(B)(4).

Event description:
New information reported on (B)(6) 2016 stated that the patient presented for a routine follow-up and a high battery current drain was noted which was possibly a diagnostics anomaly. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited premature battery depletion. The physician elected to continue to monitor the patient via follow-up and decide what type of intervention if any should be taken.